Event description:
It is reported that the patient dislocated her hip while getting out of bed. The patient was then revised.

Manufacturer narrative:
Evaluation summary: the liner was not fully seated in the shell during the original implantation, possibly due to debris between the shell and liner. It appears the liner rotated in vivo due to the torque from in-vivo loading or either impingement of the components. If the liner was proud the resistance to rotation is reduced because the full tab height is not available to resist the motion. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.